Event description:
Boston scientific received information that the physician associated with this device requested a boston scientific sales representative to perform a device check and program the rate response off. Later, it was identified that the patient implanted with this device was hospitalized for an unspecified infection. The patient underwent a non-cardiac related surgery and the physician decided to explant the device. There were no additional adverse effects reported.

Manufacturer narrative:
All available information indicates that this device was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.